Event description:
An indium study revealed that the catheter was blocked. A catheter revision was done. When the hcp opened up the pocket, a large amount of fluid was present. The physician replaced the catheter and performed a dye study; the sys was patent. The medication being delivered via the device was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).